Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: guiding catheter (90 cm sheathless pvst, asahi intecc) guidewire (non cordis) indeflator (everest, medikit).

Event description:
During use, it was reported that the saber balloon catheter ruptured at three atmosphere during its initial inflation and leakage of contrast media was confirmed. There was also slight resistance when crossing the lesion. There was no patient injury. The saber balloon catheter was removed and replaced with a same size balloon catheter. The lesion was the superficial femoral artery. A 90cm competitor's guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber balloon catheter, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. A guidewire (non cordis) crossed the lesion and an ivus checked that the lesion had diffuse calcification. The physician decided to insert the saber balloon catheter and there was no issued confirmed with balloon set-up. There was slight resistance felt when crossing the lesion. A competitor's indeflator inflated the balloon. However the balloon ruptured at 3 atm during its initial inflation and leakage of contrast media was confirmed. Therefore it was replaced with a same size balloon catheter. The ivus checked the lesion and a smart stent was implanted. The procedure was completed successfully. The device has been discarded in the hospital due to the hospital regulation.

Manufacturer narrative:
During use, it was reported that the 2.5x40mm 155cm saber rx balloon catheter (bc) ruptured at three atmosphere (atm) during its initial inflation and leakage of contrast media was confirmed. There was also slight resistance when crossing the lesion. There was no patient injury. The saber balloon catheter was removed and replaced with a same size balloon catheter. The lesion was the superficial femoral artery. A 90cm competitor's guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber balloon catheter, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no kinks or other damages noted prior to inserting the product into the patient. There were no anomalies confirmed. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. A guidewire (non cordis) crossed the lesion and an ivus checked that the lesion had diffuse calcification. The catheter was in an acute bend but was too acute. The physician decided to insert the saber balloon catheter and there was no issued confirmed with balloon set-up. There was slight resistance felt when crossing the lesion. A competitor's indeflator inflated the balloon. However, the balloon ruptured at three atm during its initial inflation and leakage of contrast media was confirmed. Therefore it was replaced with a same size balloon catheter. The same indeflator was used successfully. The ivus checked the lesion and a smart stent was implanted. The procedure was completed successfully. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17551444 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (diffuse calcification) and procedural/handling factors (slight resistance was felt when crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information was received. During use, it was reported that the saber balloon catheter ruptured at three atmosphere during its initial inflation and leakage of contrast media was confirmed. There was also slight resistance when crossing the lesion. There was no patient injury. The saber balloon catheter was removed and replaced with a same size balloon catheter. The lesion was the superficial femoral artery. A 90cm competitor's guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber balloon catheter, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no kinks or other damages noted prior to inserting the product into the patient. There were no anomalies confirmed. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. A guidewire (non cordis) crossed the lesion and an ivus checked that the lesion had diffuse calcification. The catheter was in an acute bend but was too acute. The physician decided to insert the saber balloon catheter and there was no issued confirmed with balloon set-up. There was slight resistance felt when crossing the lesion. A competitor's indeflator inflated the balloon. However, the balloon ruptured at three atm during its initial inflation and leakage of contrast media was confirmed. Therefore it was replaced with a same size balloon catheter. The same indeflator was used successfully. The ivus checked the lesion and a smart stent was implanted. The procedure was completed successfully. The product was removed intact (in one piece) from the patient. The device has been discarded in the hospital due to the hospital regulation. No other information was provided.